Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 312 mg/dl. The customer stated, the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer did not report an e70 alarm. The customer assisted in performing pump rewind but got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.